Event description:
It was reported to philips that the device had worn buttons. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device had worn buttons. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to worn buttons. Upon conclusion of the evaluation, it was determined that this was a malfunction of the buttons. The button was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.